Event description:
The hospital reported that during a therapeutic esophagogastro duodenoscopy, a bleeding site was discovered. The hospital used an unknown electrocautery device, but it did not work, so the hospital use quick clips to stop the bleeding subsequent to this, the suction button became stuck in the depressed position as the physician was attempting suction. Upon removal of the red suction button from the gastroscope, pieces of a quick clip was discovered, impending the removal of the suctiion button. The hospital reported that the patient was taken to surgery to stop the bleeding. The patient is reportedly doing fine, and no further information has been provided.

Manufacturer narrative:
The device in question was returned to olympus for investigation. The gastroscope was examined with the use of a boroscope. There were no pieces of quick clips found in the gastroscope; however, there were evidence of small shear marks and tear marks noted in the suction channel and in the biopsy channel at 65 mm marks from the distal end of the gastroscope. Olympus was unable to determine if the channel was leaking or not due to the significant leaks found on the switch #1 button attributed to cuts on the switch button. There was no evidence of fluid invasion in the control body. Olympus is filing this report as an MDR due to an excess of caution.